Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer was programming a bolus and the act button became unresponsive. The patient's blood glucose at the time of incident was 48 mg/dl, which he treated by eating food. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Additionally, the customer's insulin pump alarmed battery out limit during a battery change, but the battery was not out of the insulin pump for more than five minutes. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.